Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low speed events; however, evaluation of the replaced external portion of the driveline from (B)(6) did not confirm an issue that would have contributed the reported events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared consistent with potential driveline wire compromise. The submitted log files contained events from (B)(6) 2023. Multiple low speed operation events were captured between (B)(6) 2023 while the patient was operating on the mobile power unit. These events were associated with low speed advisory alarms. Additionally, one of these events was associated with low speed hazard and low flow hazard alarms. Following each low speed event, the pump ramped back up to its set speed without issue. No other notable events or alarms were observed. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 18.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline layers were carefully removed to evaluate the underlying wires. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on the heartmate ii left ventricular assist system (lvas) with no further issues reported at this time. Incidental findings: there was cosmetic damage to the outer jacket of the external driveline as well as a fracture of the outer jacket adjacent to the controller connector the relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic and their mean arterial pressure was measured slightly low and torsemide was decreased. The patient was asymptomatic. A brief low flow alarm was noted while the patient was connected to wall power. Also noted during the interrogation were several low speed advisories. The log file captured a short period of low speed advisory events on (B)(6) 2023 while connected to the mobile power unit (mpu). It was later communicated that the cause of the low speeds was not determined. The patient would be worked up for short to shield and monitored for further alarms. It was noted that the pump was operating as expected and the patient was stable. Additional low speed advisories were noted since (B)(6) 2023. The patient was given a loaner power module and later underwent a driveline repair.